Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported while implanting an intraocular lens (iol), the capsule broke. The lens was removed and a vitrectomy was performed. A backup lens was used to complete the procedure. Additional information was requested.

Manufacturer narrative:
The product was returned for analysis and damage was observed to the intraocular lens (iol). Results from the product history record review indicated the product met release criteria. Additional observations were as follows; iol returned loose in the carton along with a closed iol case. The iol segment is immersed in solution. The optic is torn/split-cut. The root cause for the reported complaint could not be determined. No malfunction has been indicated against the product. Based on the results from the product and batch history record, the product met release criteria. The manufacturer internal reference number is: (B)(4).